Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the (B)(6) 2013 and performed self-tests up to and including the last log entry on the (B)(6) 2016. During this period the device records 106 manual power ups mainly under one minute duration. These manual power ups occur at similar times and mainly during the working week. This would suggests the user was regularly power cycling the device. The device user accessible memory was erased after the last manual power up on the (B)(6) 2015. The returned pad-pak was inserted into the device, the device passed a self-test however the device failed to power on using the on/off button. This would confirm the reported fault. The device was disassembled for investigation. Investigation found the reported fault can be attributed to failure of the printed circuit board. The failure of the device to switch on was caused by the 18v not being present on the on button track of the membrane. The exact location of the fault could not be found however the investigation proved beyond any doubt that the fault is with the printed circuit board.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device will not switch on.